Event description:
Two days after a successful transoral incisionless fundoplication (tif) procedure, the pt presented increasing upper left chest pain. The pt vomited in the morning and it is not clear whether the retching or pain occurred first. During an ultrasound examination, the technician noted fluid collecting in the left chest. The 400ml of fluid was drained. On post-op day six, the pt was on a ventilator at the time and was not getting better. Exploratory laparoscopy surgery was performed and found that the valve that was created was above the diaphragm and a large hiatal hernia was present. The physician believes that when the pt retched on post-op day one, the stomach herniated. Fluid from the left chest was drained and a tube remained in to drain discharge. Additionally, a gastric leak was found and repaired along with the hiatal hernia. A laparoscopy nissen fundoplication was also performed at that time. Approx a week later, a thoracoscopy with decortication was performed. The pt was discharged from the hospital on (B)(6) 2011.

Manufacturer narrative:
Eval: method: because the adverse pt symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for an eval.